Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product was discarded, the product information could not be obtained. Therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer reported that he performed control tests on the contour next link meter and obtained readings of 102 mg/dl and 201 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. The customer stated that the reading of 102 mg/dl was transferred to the insulin pump. The customer did not accept the insulin bolus suggested by the insulin pump based on the control reading of 102 mg/dl. There was no allegation of an adverse event. The customer disposed the control solution involved in the event. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips or control solution were returned. Since the lot # of test strips and control solution involved in the event were not provided, in-house contour next test strips from lot # 9gpeg09a and contour next control solution from lot # 9bv2g49 were used for testing with the returned meter, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control results.